Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (battery life with damage/moist) issue. It was alleged that there was moisture within the pump and the "batter" only lasted a week. It was also alleged that the battery compartment was cracked. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 29-oct-2019 with the following findings: during investigation, the pump was returned with moisture visible through the display lens . A leak test failed at battery compartment crack. Due to internal moisture damage to electrical components the pump is unable to power on. A complete power loss occurred due to moisture. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.